Event description:
This adverse event was recorded on a crf as part of the (B)(4) trial. Three weeks after an ablation procedure of the esophagus, the pt presented with complaints of retrosternal pain. An endoscopy performed revealed a superficial ulceration. The pt was prescribed a proton pump inhibitor, an h2-blocker and an anti-ulcer medication along with acetaminophen for pain. At a f/u visit two months later, the pt's symptoms were resolved. No further info was provided.

Manufacturer narrative:
The site did not return any device therefore no analysis was performed. If additional info pertinent to the incident is obtained, a f/u report will be submitted. (B)(4).